Manufacturer narrative:
Device analysis results: the oad was received at csi for investigation. Examination of the oad identified a fractured driveshaft filar, which was wrapped in the saline sheath. Scanning electrom microscopy (sem) analysis of the fractured filar faces revealed secondary wear damage, but no signs of potential fatigue striations could be seen. Although the root cause of the driveshaft damage is not conclusive, it is likely the result of localized, elevated stress levels applied to the driveshaft while spinning. When functionally tested, the oad operated as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to perform a procedure on (B)(6) 2020. A non-reportable issue was reported with the oad. The procedure was completed with a second oad. The delay was minimal, and there were no patient complications. Upon completion of the device analysis on (B)(6) 2020, a filar fracture was identified.